Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the t fastener suture broke during placement. There was no patient injury reported. No additional information provided.